Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the infusion set cannula was smashed against skin and was not giving insulin. Nothing further was reported.